Event description:
The sterile process rep reported noticing a screw missing from the instrument while in the decontamination room. The pt who underwent surgery with the instrument had an x-ray to locate the screw but the x-ray was negative. No evidence was found on the x-ray that the screw remained in the pt. The instrument is being returned for evaluation.